Manufacturer narrative:
The reported events of ¿lead was found to have substance in the helix region¿ and helix damaged were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Visual inspection found the outer insulation twisted at the distal region of the lead. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage, but no anomalies were noted at the helix region. Upon cleaning the distal portion, and applying torque directly to the inner coil, the helix could be retracted and extended with full helix extension length measured within specification. Electrical testing found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient was presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was found to have substances in the helix region and a damaged helix. The physician elected to remove and replace the rv lead. The patient had no adverse consequences.